Manufacturer narrative:
Instrument could not be evaluated as the customer did not return the entire instrument.

Event description:
During a radial keratotomy enhancement procedure, the ring came off the handle of this instrument.